Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The outcomes attributed to the device were pain, erosion, infection, recurrence, bleeding, dyspareunia, and urinary problems. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urine retention, incomplete bladder emptying, hesitancy, straining on urination, and slowing urinary stream. (B)(4).